Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during an ureteroscopy procedure. According to the complainant, during the procedure, during dilation of the patient's ureter to remove a stone, the balloon began to leak at 9 atmospheres of pressure. The physician completed the procedure with another uromax ultra balloon dilatation catheter. The condition of the patient following the event was reported as "fine".

Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during an ureteroscopy procedure. According to the complainant, during the procedure, during dilation of the patient's ureter to remove a stone, the balloon began to leak at 9 atmospheres of pressure. The physician completed the procedure with another uromax ultra balloon dilatation catheter. The condition of the patient following the event was reported as "fine".

Manufacturer narrative:
Visual and tactile examination of the returned device revealed no damage was noted to the shaft of the device. The device was attached to an encore inflation unit and the balloon was inflated to its rated burst pressure (rbp) when a leak was noted. Microscopic examination of the balloon found a small circumferential like tear measuring approximately 2mm had occurred in the balloon material 40mm proximal to the proximal edge of the distal markerband.